Event description:
The tps microdriver was sent for service and it was found during performance testing conducted at the manufacturer that the device ran in safe mode without user activation.

Manufacturer narrative:
It was found during analysis that the contact pins in the socket holder are burnt.